Manufacturer narrative:
Product investigation completed. Returned device consisted of a watchman access system. The device was bloody. Analysis of the tip, sheath and hub/valve included microscopic and visual inspection. Inspection revealed numerous small kinks in the sheath, and tip damage (inner liner stretched out). Inspection of the rest of the device found no other damage or defects.

Event description:
It was reported that a device malfunction occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first wds advanced into the was was removed prior to deployment without incident because it was noted that the core wire was detached from the implant via fluoroscopy. Another 27mm wds was deployed, but fully recaptured due to not meeting release criteria. The wds was removed from the was and at this time, a mobile echodensity was seen on the tip of the sheath via echocardiography. Aspiration was attempted without success. The was was removed from the patient and a metal piece was noted to be sticking out from the end of the sheath, which was suspected to be metal from the distal marker band. No patient complications were reported. Procedure was completed with another of the same device.

Event description:
It was reported that a device malfunction occurred. A watchman access system (was) double curve was positioned and a 27 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. The first wds advanced into the was was removed prior to deployment without incident because it was noted that the core wire was detached from the implant via fluoroscopy. Another 27mm wds was deployed, but fully recaptured due to not meeting release criteria. The wds was removed from the was and at this time, a mobile echodensity was seen on the tip of the sheath via echocardiography. Aspiration was attempted without success. The was removed from the patient and a metal piece was noted to be sticking out from the end of the sheath, which was suspected to be metal from the distal marker band. No patient complications were reported. Procedure was completed with another of the same device.